Event description:
While performing a laminectomy procedure the esu, active hand/control, went "on" spontaneously while seated in the plastic hand/control holder. The electrical surgical unit was immediately disconnected & replaced. No injury occurred; however the potential for fire &/ or burns was present.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, related to another drug/device. Conclusion: device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.